Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complications experienced by the patient and her subsequent demise. Isi has attempted to contact the surgeon to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: after undergoing an unspecified da vinci-assisted surgical procedure, the patient experienced a post-operative hemorrhage and subsequently passed away. At this time the root causes of the patient's post-operative complication and death are unknown.

Event description:
It was reported that five days after completion of an unspecified da vinci-assisted surgical procedure performed in (B)(6) 2016, the patient experienced post-operative hemorrhaging in her room. The cause and source of the hemorrhaging is currently unknown. Cardiac massages were administered to the patient a little over four hours in her room. Once the patient was stable, the patient was taken to the or. However, the surgical staff was unable to save the patient. The patient reportedly expired five days after undergoing the da vinci-assisted surgical procedure. No further clinical information was provided. The following information is unknown: the actual date that the da vinci-assisted surgical procedure was performed, what specific type of surgical procedure was performed, what date the hemorrhage was identified, and what date the patient expired.